Event description:
During a laparoscopic roux-en-y procedure, the device stopped working in the middle of the case. Or staff took the appropriate steps of troubleshooting. Cleaned the instrument tips with raytec, retightened, turned machine off and then on and performed the test. Instrument would not test out. Another device was used to complete the case with no patient consequence.